Event description:
It was reported that a patient received a system error 2267 during use of the homechoice machine. According to the report, the patient stated that this occurred during the first dwell cycle. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the customer noted an incomplete prime. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be an incomplete prime, a known cause of this alarm. The cause for the incomplete prime was not determined, as the disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.